Manufacturer narrative:
(B)(4).the device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 23:19:58. During night drain cycle one, the patient's ultrafiltration reading was 1215ml, indicating the patient drained 1215ml more than their maximum programmed fill volume of 2000ml.no additional information is available.